Manufacturer narrative:
(B)(4). Batch # r5919x. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload not sterile, was returned unfired with 4 double drivers out of position and 3 double drivers missing, 1 single driver out of position and 1 single driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. Event could not be confirmed as the reload was received unsterile and no packaging was returned for analysis.

Event description:
It was reported that upon investigation - reload side metal housing dislodged in packet ad therefore not joined to securely to reload. Discarded and new one used with success not used on patient, noticed pre handover to scrub nurse.